Event description:
It was reported the pump battery could not be charged using the tandem-provided charging cable. There was no reported impact to the customer's blood glucose level. The customer charged the pump successfully with a secondary charging cable.